Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye and it was noted that the transfer set had a broken occlude foot. The reported issue was verified. The cause of the event was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had solution flowing out after the twist clamp was closed. There was no patient injury or medical intervention associated with this event. No additional information is available.